Event description:
Allegedly advance(r) dh insert size 2x12, disassociated from advance(r) cocr tib base size 2. Tib base was replaced due to damaged locking detail on medial dove tail.

Manufacturer narrative:
Investigation is not completed. Additional information has been requested from the user facility and the surgeon. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Event device code is addressed in the package insert. This report will be amended when the investigation is completed.